Event description:
It was reported that a patient underwent a lumbar spinal decompression and fusion using bmp due to failed back syndrome, foraminal stenosis and l5-s1, lumbar pseudoarthrosis, radiculopathy, sciatica at l5-s1 and perineural fibrosis and scar tissue at l5-s1. According to the report, ¿the patient underwent lumbar myelogram and cat scan, which showed persistent foraminal stenosis, lumbar pseudarthrosis, and lumbar radiculopathy. The patient is now electively being admitted for reinsertion of spinal hardware, plif (posterior lumbar interbody fusion) revision and decompression of the prior decompression and fusion.¿ no patient complications were reported intra-operatively. Approximately 18 months post-op, neuroradiographic results indicated ¿excellent decompression, good fusion with no bony overgrowth. Painful hardware¿. Approximately 20 months post-op, the patient presented with prominent lumbar hardware; low back pain; referred leg pain. Hardware removal and fusion exploration, augmentation of fusion mass l5-s1, removal of perineural fibrosis and scar tissue and exploration of nerve roots bilaterally were performed. Per the report, explanted screws (x4), set screws (x4), connectors (x4), rods (x2). No complications were reported intra-operatively. ¿there is no evidence of any ectopic bone formation. No evidence of any foraminal stenosis or bony stenosis.¿ six months post-revision, the patient was diagnosed with ¿degeneration of thoracic or lumbar intervertebral disc; lumbar or lumbosacral intervertebral disc¿. The patient alleges injury as a result of bmp use.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.